Event description:
The customer contact reported a tubing separation. The tubing set was being used to deliver an unspecified medication. After an unspecified length of time in use, the tubing separated from the filter. It was reported the homecare pt returned to the clinic and the tubing set and solution container were replaced and therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the info known by the reporter upon query by the hospira personnel.